Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of the patient's right hip on (B)(6) 2019 ((B)(4)), rep was told the patient had a previous revision of an accolade stem on (B)(6) 2011. Reason for revision and any other devices revised were not reported to the rep. Rep reported that no further information will be available.